Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation - driveshaft appears to be related to operational context. In this case, it is possible that the material separation - driveshaft is due to device placement or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a severely calcified proximal left circumflex artery (lcx). Eight retrograde low speed treatments were performed. During the ninth treatment, it was observed the oad driveshaft fractured. The fractured component remained on the viperwire guide wire. The oad, viperwire, and guiding catheter were all removed and the fractured component remained on the viperwire. A stent was placed and balloon angioplasty was performed. The patient was stable. It was unknown how the fractured occurred.